Event description:
It has been reported to the co that during a surgical procedure a demonstration seprafilm sheet was mistakenly placed into the pt. The demo is clearly marked for "demonstration use only", and "not for use in humans". Reportedly, the sheet had inadvertently been brought into the operating room by the o.r. Nurse and subsequently used. Seprafilm's demo sheets are terminally sterilized prior to introduction into the demo stock. There has been no known pt problems.